Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly, motor error alarm and failed battery test alert due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads and stripped battery cap(p) coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump shut down with no warning, settings cleared and it rejected batteries, received failed battery as well as had motor error. Customer stated that the crack in the insulin pump around the battery compartment and around where the battery cap goes into the insulin pump. Customer stated that the insulin pump grinds and ticks on rewind and insulin squirts out during rewind. Customer stated that they were not sure of the dates of the motor error or when the insulin was squirting out. The device will be returned for analysis.